Event description:
It was reported that the pump touchscreen was missing pixels. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy, as well as using manual injections as needed, until the replacement pump arrived.